Event description:
It was reported that the patient had the inflatable penile prosthesis (ipp) removed as it was not inflating due to fluid loss. The physician detected a hole on the connecting tube. A new ipp consisting of cylinders, pump, and reservoir was implanted. No patient complications were reported.